Manufacturer narrative:
(B)(4). Analysis summary: during visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab was broken. No conclusion could be reached as on what caused that the fixation feature had been missing. Photo analysis: two pictures were received for evaluation. Upon to visual inspection of the pictures a winding former and a needle-suture that appears to have the sides of fixation tab broken of the product. No conclusion could be reached as on what caused the fixation feature deformed. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a knee arthroplasty surgery on (B)(6) 2020 and suture was used. It was reported that the fixation feature had been found to be missing in the newly dispensed suture when it was opened. The procedure was completed using a new like device and there were no adverse patient consequences.